Event description:
A 4.5 x 18mm driver sprint rx coronary stent delivery system was inserted into a pt for the treatment of a lima graft. Vessel morphology was reported as non-tortuous with no calcification. It is reported that as the stent was about to be deployed the indeflator would not inflate. When the stent catheter was removed from the pt, it was noted that the stent was not on the balloon. It was confirmed by fluoroscopy that the underployed stent was left in the artery. A goose neck snare was used to try and retrieve the stent but it failed. The dislodged stent was finally crushed against the vessel wall. A 4.50mm x 12mm driver sprint rx coronary stent and a drug-eluting stent from another MFR were successfully deployed prior to this event. The device was returned for eval. The stent was not on the balloon and was not returned for eval. There were crimp/bake impressions on the balloon working length. There was a small amount of fluid present in the proximal balloon cone and both the proximal and distal balloon folds appeared to have been slightly expanded/inflated. The device was inflated to 9 atms and held pressure with confirmed that there was no inflation issue with the device. Although it was confirmed that no pressure was applied to the device by the indeflator, the liquid in the balloon, the expansion noted to both sides of the balloon and the balloon pillow od out of spec all indicate that some pressure was achieved with the indeflator during the procedure. It is therefore probable that the stent was slightly expanded on the balloon. However, as it was indicated that the indeflator failed to work correctly, this would have left the under deployed stent loose on the balloon, as pressure on the device would have dropped when the indeflator was disconnected from the device. As the physician then withdrew the stent delivery system, the stent would have dislodged distally from the balloon as the device was withdrawn proximally from the pt. As it was confirmed that the same indeflator was used throughout the procedure, this indicates that the reported event was most likely due to the incorrect technique/procedure applied during prep or delivery of the device. It was later confirmed that the dislodged stent was crushed against the vessel wall. Procedural cd images have not been provided for review. The device was not identified as the root cause of the complaint. Pt status post procedure was reported as ok. No clinical sequelae were reported.

Manufacturer narrative:
Intervention. Eval: results: stent dislodged. Use of indeflator. Conclusions: use of indeflator.